Event description:
Healthcare professional (hcp) reports adverse reaction to af 220 dialyzer. Hcp complained of nausea, vomiting, burning face, chest pain, and coughing at night. Hcp reports that these reactions occurred after being exposed to the product for one week. Hcp reports initially smelling fumes similar to steriline upon opening the dialyzer package and smelling similar fumes in the spent priming solution. Symptoms subsided after no longer working with the dialyzers. Hcp reports using albuterol and pulmicort to relieve symptoms.